Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "ball-joint versus single monolateral external fixators for definitive treatment of tibial shaft fractures" which aimed to compare a single, rigid, monolateral external fixator without ball-joints with a modular, less rigid monolateral external fixator with balljoints for the treatment of open and complex tibial shaft fractures. In the article, six patients were identified as experiencing deep vein thrombosis, which was treated with low molecular weight heparin. There has been no further information provided and the patient outcome is unknown.